Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, one heartstring did not deploy into the aorta. A replacement seal was used to complete the procedure. No patient complications were reported by the hosp.